Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
On (B)(6) 2015, the patient reported that he was receiving dilaudid via an implantable pump. The patient¿s drug concentration, dose and lot were unknown. The indications for use included non-malignant back pain and failed back surgery syndrome. This was the second pump the patient had implanted and at this time the patient thought that his pump battery was dead. The patient had symptoms of withdrawal and diarrhea. He did not know the date of his next refill but reported that it had been awhile. The patient wanted to know if his pump was dead and wanted the pump explanted. No interventions were reported. The patient did not currently have a managing physician and a list was provided. On (B)(6) 2015, the patient was seen and upon interrogating the pump the reporter noticed a terminal event occurred, eos (end of service). The schedule to replace pump by (B)(4) 2015, eos was missed. The reporter attempted to update the pump to turn the alarm off and got a pme (pump memory error) occurred, telemetry cancelled. The reporter was trying to update the pump in the clinic waiting area. Additional information was requested to clarify the model/serial of the implant products, details of the possible battery issue, interventions, resolution, and patient outcome. If additional information is received a follow-up report will be sent.

Event description:
The pump was used to deliver dilaudid 5mg/ml at 0.2404mg/day and bupivacaine 2.5mg/ml at 0.1200mg/day.